Event description:
It was reported that the pt was revised due to loosening of the shell and a screw fracture.

Manufacturer narrative:
Info was received via published literature. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. X-ray that was provided shows a dislocated tha. The article noted that the dislocation was due to superior medial migration of the hip center of rotation, interruption of kohler's line, ischial osteolysis, and screw breakage. Based on the provided info the most likely cause of the dislocation is from the acetabular components migration. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.